Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed a heat rash on their back from the therapy pads of the lifevest. Patient also noted a gel leak. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown.